Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's sensor board and internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the ac inlet connector was found to be broken. The ac inlet connector was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.